Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: evaluation of the returned device is as follows: both the jugular and the femoral introducer are returned. The filter sticks approx. 15 mm out of the tip of the sheath. Obvious marks from the primary filter legs are found on the tip of the sheath. The grasping hook is out of shape, consequently the filter got detached. The damages to the grasping hook are due to excessive force applied to the device. Based on the findings on the returned device it is most likely that the returned device is related to the initial event. The marks on the sheath indicate an attempt to cover the filter legs completely with the sheath and the damages on the grasping hook indicate that excessive force has been used to retract the filter into the sheath. According to the IFU the feet of the tulip filter must not be covered completely by the introducer sheath. Attempt of covering the feet on the tulip filter may cause damages to the sheath as seen on the returned device. Also according to IFU the filter must be loaded in a 180 degree and lock must be secured. Based on the description of the event it is not possible to make an exact conclusion to why the filter deployed prematurely. However, it is most likely that the release button was pushed inadvertently during the procedure. Device is manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter. Standard jug approach used. The vessel was puncture as directed and the dilator and introducer placed into ivc. When ivc was introduced to the sheath placement was attempted. Initial placement was incorrect and tulip filter was re-sheathed, when retrieved it was noted that the feet of the tulip filter were caught on the radiopague band of the sheath. The whole introducer & delivery system were removed another jug puncture was attempted but became detatched remaining inside patient removed and 3rd jug used and successful. Patient outcome: unknown as information was not provided.